Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen concentration not reported at 979.7mcg/day via an implantable device. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The patient stated the refill date needs to be farther out and the physician told the patient he was not able to adjust the pump refill date. The patient reported that when he goes to have the pump refilled the physician was pulling 7,8, 9ml¿s of medication out of the pump. At the refill (B)(6) 2017 they removed 8ml. Per the reporter there were not any other volume discrepancies noted on past refills. The patient didn't think the pump was the issue and felt the physician was setting the refill date incorrectly. The patient wanted the physician to fix it. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a problem and they said "that¿s the way it is". Every time the patient got a refill there was at least 9 ml left. The pump was filled on (B)(6) 2017, 7 ml left, alarm date (B)(6) 2017. The patient was told by the people at the infusion center than the alarm date was too soon. When the patient asked them to change the refill date they said they could not. The patient was happy with the product, however with the cost of filling the pump they believed 7 ml could give them another week and a little more time between refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the 7 ml, 8 ml, 9ml left at refill was not due to a device/patient/therapy/procedure issue. The patient received 1 ,064 mcg/day. Due to the daily dose and need for refill 1+ week before alarm date, the patient has had 5-7 cc left in pump at time of refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had not had a return of symptoms. It was stated that the physician assistant (pa) was concerned and last week they removed almost "10 mg". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.